Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a larger than intended bolus and subsequently experienced a low blood glucose (bg) level of 66 (mg/dl). System check with tandem technical support indicated pump was performing as intended. Customer indicated food and juice would be consumed to stabilize bg level.